Manufacturer narrative:
Device had broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corners. Device test reservoir does not lock in place properly and unable to perform the displacement test due to the missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the case broken at the reservoir compartment, at the connections and cracks around display window. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.